Event description:
On (B)(6) 2012, the reporter called animas alleging that all keypad buttons began sticking a couple of weeks ago and exhibit a delayed response - having to be pressed multiple times to get them to respond. The reporter states that pump still works and is still using it. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4): testing confirmed intermittent/delayed responses to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses are required before the buttons will engage. Removed keypad cover to check condition of the button contacts. Contamination was present under the contacts of all buttons. Additionally, keypad damage was confirmed: the cover is lifting and peeling from below the 'ok' button continuing the length of the keypad, exposing all the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.